Manufacturer narrative:
H3: one unit was received in used condition for evaluation. As received, no physical damage or other anomalies observed. One photo was also provided by the customer that confirms the complaint of leaking. Functional testing was performed and a leak was observed at the cuff during inflation. The probable cause is unknown. When or where this fault occurred cannot be determined. H10: this file was originally incorrectly filed under registration number mrn 1824231-2025-00027. The date of that submission was 02-dec-2025.

Event description:
It was reported that the trach tube exhibited a leakage during the first day of use. Another trach tube was used and the issue resolved. There was patient involvement, no injury was reported.